Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous unspecified vessel. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. No segment of the device was detached inside the patient. The procedure was completed a non bsc balloon catheter. No patient complications were reported and the patient's status was good.